Manufacturer narrative:
The issue was brought up with a philips clinical product specialist (cps). The cps found that the issue was being investigated by the cross functional team. It was found that when a patient is searched within the web viewer after they are discharged, the bedside on which they were being monitored will be pulled with whatever patient information is currently assigned to the monitor. The issue is slated to be resolved in a future software revision. The reported malfunction was confirmed; the retrospective patient data was swapped. The customer was provided a letter regarding the event which resolved the issue. The device remains on site and in use.

Event description:
The customer reported that retrospective data for two patients were swapped which resulted in the wrong patient receiving medicine for a ventricular tachycardia (v-tach) event they never had. The wrong patient was provided with heart medicine.

Event description:
The customer reported that retrospective data for two patients were swapped which resulted in the wrong patient receiving medicine for a ventricular tachycardia (v-tach) event they never had. The wrong patient was provided with heart medicine. It is not known the outcome of patient at time of report.